Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member/friend via a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient¿s device was not working that morning. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative on 2018-may-25 noted that they spoke to the patient over the phone. The controller kept showing a message saying "cannot provide desired settings" when the patient tried to increase stimulation. The manufacturer representative asked the patient to change the programs and increase stimulation when it would allow. The issue was not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient had problems in 2018 and met with a tech for programming. The patient said they were having some problems with stimulation since (B)(6) of 2018. The patient stated he was not doing well at all. The patient stated they had back pain at night, and he wakes up because of the pain. The patient said they have programs a, b, and c. The patient was on program a, but he could not adjust program a at all. The patient called the tech and they were told to change programs. The patient reported he usually charges every morning, but on (B)(6), the patient woke up and the charge was at 90% so he hardly used any of the battery where he normally needs to charge. The patient had an appointment on (B)(6) with his healthcare provider (hcp). A manufacturer representative (rep) was going to reach out to the patient. No further complications were reported.